Manufacturer narrative:
The closurefast catheter was returned for evaluation. Visual inspection of the catheter shaft revealed a kink. The kink is approximately 72.5mm proximal from the distal tip. Visual inspection of the device found the fep was deformed. There is evidence of a slice/cut in the fep resulting in the coil being exposed. There is no insulation present in this part of the coil; therefore, it was determined that a short circuit not good continuity in the damage area caused the ¿low impedance¿ advisory. Visual inspection of the catheter cable connector reveal pins are straight. Resistance test: the catheter did not pass continuity and resistance functional testing. Functional test: the catheter did not pass rf generator functional testing on two different rf generators. When the catheter was activated the cycle started and generated an advisory message of ¿advisory: impedance low, replace device¿, was generated. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter connected to a rfg3 generator to treat the great saphenous vein. IFU was followed and lumen was flushed prior to use. A guidewire was used for the insertion of the catheter. It was reported that proper temperature was not reached. When the catheter was plugged in, no temperature reading was given, only impedance values. The temperature low warning message was displayed consistently. It was also reported that impedance was low as if the generator was reading an rfs catheter. The generator was power cycled, and no adjustments were made to the generator. A new catheter was used with the same generator to complete the procedure without any issues noted. There is no patient injury reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the coil was damaged.